Event description:
As reported: "on (B)(6) 2019, the patient fell from a height of approximately 6 meters. He introduced himself to the hospital with pain in the left clavicle and left thoracic area. After the x-ray diagnostics (dislocated clavical fracture in the middle third with the excitation of a bending wedge), the operation was carried out. The patient was discharged on (B)(6) 2019. Due to severe pain in the neck and shoulder area, the patient came to his doctor on (B)(6) 2018. The doctor prescribed remedies for him. Since the pain did not get better, the patient was x-rayed on (B)(6) 2018. It was noticed that the reconstruction plate was broken. Revision surgery on (B)(6) 2018 in the hospital (B)(6) dr. (B)(6) in (B)(6) . The case involves an 8-hole compression plate, allegedly from stryker that fractured after nine weeks. It was then replaced by a 10-hole plate."

Manufacturer narrative:
Correction: refer to h6 patient code. The reported event that (as reported: 8-hole compression plate) alleged of issue ¿implant - breakage post-operative¿ could be confirmed, although the device was not returned, but through the medical records assessment and medical experts opinion, the failure mode was confirmed. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. To summarise the reported event, the patient sustained a fracture on his clavicle after which he was treated with an 8-hole stryker compression plate and screws. After almost 2 months, it was noticed that the patient was in pain possibly due to a fractured compression plate with which he was treated. The breakage was confirmed, post radiographic assessment. Later, the patient received another treatment with a 10-hole compression plate & grafting and after 2 months, union was confirmed. In all of this, the medical expert opined that although the chosen treatment method was a standard method, but it cannot be said that the surgery was performed well. The medical expert suspects that: ¿a flawless position of a total of 6 corticalices in the medial main fragment ¿ as required by current textbook knowledge ¿ cannot be deduced. Rather, it appears that only 2 corticalices were securely anchored here, followed then by yet another 2 corticalices in the cortical bone of the respective side. It is also possible that the screws were placed in such a way that they penetrated the respectively anterior or dorsal portion of the cortical bone, thereby ultimately resulting in 6 corticalices. Based on the postoperative x-ray images, however, this cannot be not accurately ascertained. Such an approach and/or such a treatment would produce an unstable fracture fixation overall; the result thereof would then be a loosening out of the implant and a withdrawal of the screws for example under certain circumstances.¿ in all of this, a deficiency in the plate or screws neither could be found nor was mentioned or highlighted anywhere in the whole opinion. It was rather suspected to be a user related error than a device related. Although for the determination of the actual root cause of the failure, device return is necessary. However, based on the medical expert opinion, the probable cause of the breakage could be an improper/unstable fracture fixation performed by the surgeon. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
As reported: "on (B)(6) 2019, the patient fell from a height of approximately 6 meters. He introduced himself to the hospital with pain in the left clavicle and left thoracic area. After the x-ray diagnostics (dislocated clavical fracture in the middle third with the excitation of a bending wedge), the operation was carried out. The patient was discharged on (B)(6) 2019. Due to severe pain in the neck and shoulder area, the patient came to his doctor on (B)(6) 2018. The doctor prescribed remedies for him. Since the pain did not get better, the patient was x-rayed on (B)(6) 2018. It was noticed that the reconstruction plate was broken. Revision surgery on (B)(6) 2018 in the hospital (B)(6). The case involves an 8-hole compression plate, allegedly from stryker that fractured after nine weeks. It was then replaced by a 10-hole plate."